Event description:
During a follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. A revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.